Event description:
It was reported coupling and/or communication issues. Pt stated MFR rep thought implantable neuro stim had "moved". Pt noted she got boxes shaded and then loses them. It was later reported, pt had a surgical pocket revision to allow recharging to be accomplished. The pt recharged successfully. Additional info will be provided when available.

Manufacturer narrative:
(B)(4).